Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully deployed and expanded and the inner sheath kinked. A destructive inspection was necessary to identify torsion (rotational damage) of the delivery system, and the outer sheath was not found twisted. No other problems were noted with the stent or delivery system. Product analysis did not confirm the reported event of stent partially deployed as the stent was returned fully deployed and expanded. However, stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. The investigation concluded that the additional observed damage of inner sheath kinked was most likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed damage. Taking all available information into consideration, the most probable root cause of the reported event is known inherent risk of device. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a large pancreatic cyst during a drainage procedure performed on (B)(6) 2025. During the procedure, the second flange did not deploy. The device was removed and another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a large pancreatic cyst during a drainage procedure performed on (B)(6) 2025. During the procedure, the second flange did not deploy. The device was removed and another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event.